Event description:
Plaintiff was employed as a medical technologist and wore and was exposed to gloves and other products made by various manufacturers. Plaintiff alleges suffering the following injuries: rhinitis, respiratory problems, hives, contact dermatitis, flushing, eye irritation, dizziness, extreme discomfort, depression and emotional distress.